Event description:
It was reported to philips that the device demonstrated "equipment failure" during clinical use. The customer reported to philips that the patient involved did not experience harm or adverse impact.